Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The cable connector and pins are in good condition. The device's tip was found detached. The device was sent to the manufacturer for further analysis. Manufacturing investigation results for vapr tripolar 90 suction elect: the complaint device was returned to atl UK and investigated. It successfully passed all electrical tests but failed the functional test, not achieving the minimum flow specification. Visual inspection confirmed that the distal tip had fractured across the suction holes, which confirms the customer reported event that 'face fell off. These observations are consistent with failures previously seen and investigated through CAPA which concluded a number of potential causes for the tripolar electrode tip fracturing and falling into the patient as detailed: wrong material specification. Erosion of tip. Abuse/misuse. Design covered by loading / stresses / tolerances. Manufacturing error. Either fracture during manufacture or a missed operation. The incoming inspection history and integrity of the active tip part number used in the manufacture of the complaint device and the quality records for this component batch were reviewed and show no anomalies or non-conformances which could cause the defect seen. During the manufacturing process 100% visual inspection is performed to check for any cracks or other defects related to the active tip. From the investigation, we have been unable to determine an exact cause of this failure. The above failure mode has been reviewed against the systems risk assessment document "force is applied during use (normal and excessive force) causing damage to components" leading to "components / fragments detach within the patient and require retrieval" resulting in "tissue damage" most closely correlates to the failure mode seen, with a severity of "serious" and occurrence level of "probable". That gives a risk level of 14 and rated as 'as low as reasonably achievably (alra)'. The customer reported that a section of the active tip detached during surgery. Visual inspection confirmed that the distal tip has fractured across the suction holes. Damage similar to this was investigated in CAPA. The device was also noted to have a blocked suction path. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the broken tip is undetermined. The potential cause for the blocked suction path is traced to tissue debris that accumulates during the procedure as per instructions for use (IFU) do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: correction h4: the device manufacture date was reported as 8/12/2024 on the initial report. Please note that the date of manufacture has been updated accordingly.

Event description:
It was reported that during an arthroscopic rotator cuff repair (arcr) surgical procedure for a rotator cuff tear, it was observed that, about 20 minutes after the start of the procedure, the surgeon noticed that half of the metal plate from the tip of the vapr tripolar 90 suction elect device was missing. It was reported that no metal pieces were left inside the body after checking with intraoperative imaging. Another device was used to complete the procedure. It was reported that there was a 30-minute delay in the procedure due to the event. There were no reported adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.